Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was unable to be interrogated and the pulse generator exhibited backup vvi operation. The device was also in eri, therefore it was not able to be restored. No actions taken and the device remained implanted.